Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2019. It was indicated that the patient was under 2 years old, which is off-label usage of the device. The patient's mother stated the sensor had been replaced the night before and when he woke up the cgm reading was 7 mmol/l but the bg value was 3.2 mmol/l. During swimming he became very pale and the cgm remained at 7 mmol/l but the bg was 2.8 mmol/l. He was taken to the hospital for evaluation. The patient¿s mother tried to calibrate the cgm but stated that it would not take any readings. The patient was treated with glucose juice and was then in good condition. The patient¿s mother stated that the patient has been tested for gsd (glycogen storage disease) but the results are still pending. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.